Event description:
It was reported by a customer on (B)(6) 2011, when the fiber was unpackaged, the fiber was damaged at the tip; there was a frayed outer plastic layer at the tip of the fiber at 0 joules.